Event description:
It was reported that the patient presented in clinic for a follow up. Upon review it was noted that the implantable cardioverter defibrillator revealed episode of non-sustained right ventricular over-sensing due to post-paced t-wave oversensing. The patient did not receive inappropriate therapies during the oversensing. No programming changes were performed, patient will continue to be monitored. The patient was in stable condition.